Event description:
The reporter indicated a cc4204a collamer aspheric single piece lens became stuck and split in the cartridge. Additional info has been requested but none has been forthcoming. If additional info is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Eval: method - lens work order search. Results - visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. A piece of the other haptic was torn off and missing. The lens was returned dry and there was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B)(4).